Event description:
During the implant procedure, while using the medtronic tunneling tool, the patient experienced some bleeding losing approximately 500cc of blood. The surgeon dissected towards the clavicle and controlled the bleeding by using a clip. This resolved the issue.